Event description:
It was reported that the patient was having difficult time getting the implant fully charged. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was retained per facility policy.